Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time (rrt) triggered on (B)(6) 2015 after being implanted approximately 25 months. Device battery voltage near 2.75v at time of rrt. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) and an alert was triggered. One month later the device was at end of service (eos) with unexpected longevity. The device remains in use. No patient complications have been reported as a result of this event.